Event description:
The customer reported being hospitalized due to high blood glucose. The customer was experiencing unexplained high glucose for one day. Troubleshooting was performed. Reviewed the programming, and found that the basal and bolus matched the daily totals. The customer stated that the insulin was not delivered during the fixed prime. The customer stated that he changed the infusion set several times, but the insulin still was not delivered. The customer feels uncomfortable and requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.